Manufacturer narrative:
Received one used 14687-15 primary plum set. No visual defects or anomalies noted. The used primary plum set 14687-15 was attached to an ICU medical provided IV bag, primed per packaging directions and a flow test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, occlusion alarms. Or air in line alarms were generated and no restrictions in flow were observed. The complaint of n185 alarm was unable to be replicated but can be confirmed based on lot history. The probable cause of the occlusion alarm is related to material variability in cassette diaphragm stiffness which could cause an increase in the frequency of proximal occlusion alarms. Corrective actions are in process. Additional reporter: (B)(6).

Event description:
The event involved a plum set where it was reported the set kept showing cassette test failure n185 alarm. It was stated that they tried 2 pumps and still had the same results. The event occurred during infusion of total parenteral nutrition (tpn). No obvious defects noted on the tubing set like cracks or breaks. There were no holes, cuts, tears or any other defects noted. The tubing was replaced, and therapy resumed. The products were stored in the air-conditioned room in the hospital and was not exposed in extreme temperature condition. There was patient involvement and no patient harm.